Event description:
This handpiece was returned for eval with the report that it operated on its own while in the safe mode. This event occurred during pre-operative testing. There was no injury or surgical delay associated with this event. The surgical procedure was completed with another handpiece.

Manufacturer narrative:
Investigation results: the handpiece was rec'd for eval and during testing, the reported problem of operating on its own in safe mode was confirmed, an investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.